Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was noted to be out of place. As the customer tried to remove the mcs instrument, the mcs tip cover accessory was caught in the cannula and fell inside the patient's body cavity. The mcs tip cover accessory was retrieved from the patient. There was no reported problem with the mcs instrument. A backup mcs tip cover accessory was installed to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with a surgeon and obtained the following additional information: the mcs tip cover accessory was inspected prior to use and no abnormality was found. The mcs tip cover accessory was retrieved from the patient with a laparoscopic forceps and removed from an assistant port. The surgeon was attempting to remove the mcs instrument and the mcs tip cover accessory was caught on the tip of the cannula and fell into the patient's body. The mcs instrument did collide with other instrument(s) during the surgical procedure. There were some resistance upon removing the mcs instrument through the cannula. It was unknown if the surgical staff notice any damage on the mcs instrument, mcs tip cover accessory, or cannula after the event occurred. The procedure was completed successfully and surgery time was prolonged by less than 15 minutes. There was no patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retraining a foreign object. The mcs tip cover accessory did appear to be properly installed during the surgical procedure. No part of the orange surface was visible after the mcs tip cover accessory was installed and it was not installed beyond the orange surface. The customer did use the installation tool to install the mcs tip cover accessory. No electrolube or any other lubricant was applied to the mcs instrument prior to the mcs tip cover accessory installation. No photographic images of the device or video recording of the procedure were available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the monopolar curved scissors (mcs) tip cover accessory. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. The mcs tip cover accessory is an accessory and does not get captured by onsite logs. Therefore, an instrument log review of the product related to the complaint cannot be performed. No image or video clip for the reported event was available for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) tip cover accessory fell inside the patient during a da vinci assisted procedure. The mcs tip cover accessory was retrieved during the same procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the evaluation. Failure analysis did not replicate nor confirm the customer reported complaint. The mcs tip cover accessory was placed on an mcs instrument and driven on an in-house system. The mcs tip cover accessory remained in place, and moved intuitively with full range of motion in all directions while connected to the mcs. The mcs tip cover accessory was found to have tearing on the proximal end. A tear was axially aligned with the mcs tip cover accessory and measured 0.095¿ in length. There was no sign of thermal damage present at the end of the tear. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.